Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 04/13/2016.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to uterovaginal prolapse and stress incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, and uti¿s. It was reported that patient underwent on (B)(6) 2012 a robotic resection of mesh, portion of bladder removed where mesh was exposed and re-approximated and cystoscopy.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.